Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 3 bd bbl¿ sabouraud dextrose agar w chloramphenicol & gentamicin deep fill atypical growth was observed by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the customer provided photographs of the 3 plates on which the abnormal growth was detected yesterday (B)(6) 2022."

Manufacturer narrative:
H.6. Investigation summary event description: it was reported that several plates would not be selective. Complaint history review: the complaint history has been reviewed and for this product, several complaints were reported for a performance issue. Therefore, a trend was identified, and further investigation was performed. Batch history record (bhr) review: the batch history has been reviewed. It was identified that the chloramphenicol containing in this product was probably affected and further finished products were identified. Sample analysis: a performance test has been conducted on the retain samples of the complained batch 2150314. The results showed not deviation; however while testing other batches containing chloramphenicol, the performance issue could be confirmed. Picture samples documenting the reported issue were provided. Evaluation results and investigation conclusion: based upon our investigation, we have excluded any systematic failure in our manufacturing process. All the release testing was satisfactory and also the retest performed on the retain samples of the complained batch 2150314 did not reveal any deviation to the requirement. However while testing other batches containing chloramphenicol, the performance issue could be confirmed for excessive growth. Bd has identified an outside supplier issue with this plate¿s impregnated antibiotic, chloramphenicol, which results in a reduction in the antibacterial activity of the chloramphenicol over the shelf life of the agar. As a result a product recall has been initiated for the affected lots in the affected regions. Based on the above mentioned evaluation, this complaint was confirmed. Bd regrets the inconveniences you have been experiencing due to this issue and bd will continue monitoring incoming complaint with similar failure mode.

Event description:
It was reported that while using 3 bd bbl¿ sabouraud dextrose agar w chloramphenicol & gentamicin deep fill atypical growth was observed by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the customer provided photographs of the 3 plates on which the abnormal growth was detected yesterday(B)(6) 2022 "